Manufacturer narrative:
Date of initial report: 2017-09-18. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, tissue was sticking to the jaws of the device. There was no patient injury, and a new device of the same type was used to continue the procedure.

Manufacturer narrative:
One lf1637 was received for evaluation. Visual inspection noted eschar on jaw seal plates. The customer reported tissue sticking. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking occurred during testing of the device. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.